Event description:
Customer reported via phone call that the insulin pump alarmed button error when attempting to suspend the pump. Customer stated that they are not receiving a battery out limit. Customer did not recall any significant events leading to the alarm. Customer then mentioned having a motor error alarm and a no delivery alarm in the past. Customer stated they do not use the sensor feature and they were able to complete the rewind sequence. Customer declined any further troubleshooting. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.